Event description:
The tibial insert exhibited micromotion when assembled with the baseplate. The insert was implanted into the pt. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.